Event description:
It was reported that the lead had perforated the rv and that the tip had advanced as far as the rib cage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.